Manufacturer narrative:
The manufacturing process for this device was re-investigated. A detailed manufacturing process review has shown that the corresponding plug was not present since the beginning. This non-conformity has not been detected during the manufacturing process due to a human error. This is an isolated case and this complaint has been recorded for trending purposes. Please refer to the attached analysis report for more details.

Event description:
Reportedly, the svc coil plug is not present in the box.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the svc coil plug is not present in the box.